Event description:
It was reported that the o.r. Was getting change hand piece errors when attempting to use their hand pieces with an unapproved reprocessor (ascent) . There was no patient consequence, but no further information concerning either the patient or the case. No device will be returned for analysis.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Implant date - unknown, assumed 1st day of month ((B)(6) 2013) that complaint was reported.